Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperative compressor. At this time, it is unknown if there was patient involvement. Medtronic was not authorized to evaluate/ repair the device. A third party service provider inspected the device and ran self-testing to resolve the issue. The ventilator was reported to be in working condition.